Manufacturer narrative:
(B)(4). Concomitant medical product: persona tibial articular surface provisional catalog # 42517000303 lot # 62870543. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00536.

Event description:
It was reported that an instrument was fractured while inserting into device during knee arthroplasty. The surgeon removed pieces from the surgical site.

Manufacturer narrative:
The reported event was confirmed as the product was returned and examination determined that the tasp shows nicks and gouges on the inferior and superior side. Additionally, the medial condyle has fractured cleanly off of the main body of the device. All pieces were returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.